Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively completely out of cochlea. A contribution of an anatomical condition to the migration cannot be excluded, as a defect at the inner ear back wall was reported by the surgeon. All other damages found during investigation are attributable to the removal surgery. Due to the status of the electrode in the inner ear, which was completely covered with cerumen, the user was implanted a new device. This is a final report.

Event description:
The user has been re-implanted on (B)(6) 2019 as it was reported that the electrode migrated out of the cochlea, which was confirmed via imaging. As reported by the surgeon, the electrode migrated because of a defect at the inner ear back wall. During explantation the electrode was found in the inner ear canal surrounded with lot of cerumen. Hence the user was implanted a new device. According to explantation report the in-situ implant could be slightly rotated when palpating it and the electrode lead was partially recessed in a tight electrode lead channel.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been re-implanted on (B)(6) 2019 as it was reported that the electrode migrated out of the cochlea.